Manufacturer narrative:
Natus tech support made follow up attempts with customer to get additional information, no response was received from customer and cause of the issue could not be determined. No further investigation possible, if additional information becomes available natus will provide a follow-up report.

Manufacturer narrative:
Natus medical has requested additional information from customer for final determination. Customer was advised to use natus neoblue radiometer, that natus does not suggest using the olympic bili-meter with the neoblue cozy. Customer informed natus that the neoblue radiometer had been sent to spectrum technology for calibration and would follow up with natus. Should customer provide additional information natus will file a supplemental.

Event description:
The customer reported on (B)(6) 2017 that a neoblue cozy unit was exhibiting low intensity measurements. With a natus neoblue radiometer, the maximum output that could be achieved was 26 [?]w/cm2/nm, and with an olympic bili-meter, the maximum output that could be achieved was 22 [?]w/cm2/nm. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.